Event description:
Info received indicates the intermediate siderail will not latch in the up position.

Manufacturer narrative:
The technician replaced the worn latch mechanism with a latch kit to repair the bed.